Manufacturer narrative:
A getinge fse was dispatched to evaluate this unit. The fse reported that the customer had removed the dopplers. The fse installed the doppler and it respective parts. The iabp was returned to the customer and cleared for clinical use. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was missing the doppler. The customer had removed the doppler. There was no patient involvement reported.